Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a patient who experienced a vad stop four days post heartware lvad implantation. Initially, the patient¿s controller ((B)(4)) demonstrated electrical fault alarms. At the time of this event, the implant kit¿s driveline extension cable was still connected to the controller. The controller was exchanged (for (B)(4)) with no reported patient injury. Preliminary controller log file review performed by heartware revealed numerous electrical fault alarms followed by a vad stop event without a pump re-start. According to this review, the pump was off for thirteen minutes prior to a successful pump re-start with the second controller. The log files further indicate that the driveline extension cable was also connected to the second controller when the pump re-started. The site has indicated that it will be returning the controller to the manufacturer for evaluation.